Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02963. It was reported the patient experienced pain at the lead site. As such, the patient underwent surgical intervention 2 months ago (exact date unknown) wherein the scs system was partially explanted. It was noted during the procedure, the ipg was explanted and a portion of the lead was explanted. The physician did not want to explant the entire lead due to scar tissue. There are no further interventions planned.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02963.